Manufacturer narrative:
Root cause of the reported event has not yet been established. Investigation by manufacturer is currently in process. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
A male patient underwent aquablation therapy to treat symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation became aware that during aquablation therapy, the waterjet system experienced low pressure during the jet alignment step. The aquabeam handpiece was replaced; however, the same issue persisted, accompanied by an unspecified error code. The exact error code displayed is unknown. Due to the malfunction of the aquabeam handpiece, the surgeon elected to proceed with a transurethral resection of the prostate (turp) instead. There were no adverse health consequences to the patient as a result of this event.